Event description:
The patient reported as follows: he had a hernia operation in 2005. It probably re-herniated 2006. He had it repaired in 2007. The hernia was located above the belly button. The patient said that about 1 1/2 to 2 years after the original date, surgery, the mesh fell apart and entangled in the intestines and bowel. According to the medical records, the patient was taking the following medication: albuterol, fluvastatin, irbesartan, metformin, misoprostol, omeprazole, ranitidine, sildenafil, tramadol, multivitamin, losartan potassium, aspirin, bupropion, hyzaar, and methocarbamol. According to the medical records: according to the operative report of the original month: the patient underwent an incisional hernia repair using mesh. The patient "who had undergone laparoscopic appendectomy in 2003 noted a hernia above the umbilicus shortly after that and getting larger and causing discomfort and pain intermittently and was brought in for repair. At operation, he was noted to have a surgical scar from previous surgery just above the umbilicus and also he had had a previous umbilical hernia repair during his childhood, and therefore was a significant amount of subcutaneous scar tissue in the vicinity of the umbilicus and the patient was noted to have an incisional hernia at the site of his previous trocar insertion site above the umbilicus with the defect admitting approximately two to three fingers." According to the history and physical dictated 2007, the "patient presents complaining of ventral bulge. He states he has abdominal pain. He states there are days where he has multiple bowel movements. Status post open ventral hernia repair with mesh 2005 at hospital. He reports this was a primary repair done as an open technique." According to the operative report of february 14, 2007: the patient underwent a laparoscopic incisional herniorrhaphy. "There was noted to be a hernia defect superiorly to the previously placed mesh and with omentum incarcerated within it. This was all pulled down and taken out and lysed from the hernia sac. The mesh itself appeared to have been sewn to the edges of the fascial defect and as a result there was some pulling away and some hernia defects circumferentially around the mesh. Adhesions were noted and taken down around to the mesh itself. There was noted to be an area of small bowel that was stuck to the mesh from the most inferior portion. This was carefully taken down using sharp dissection. The small bowel was then eviscerated through the 10mm trocar site to inspect it. There was a very slight serosal tear and that was repaired with three 3-0 silk sutures and the small bowel was returned to the abdominal cavity. Once this was completed, the defect was measured and it was decided to cover the entire mesh and the defects with a new piece of mesh, a 6" x 8" piece of polyester mesh was then placed in the preperitoneal space and oriented. Stay sutures were used to bring the mesh up through the abdominal wall. Once this was done, it was tacked circumferentially on the outside and some tacks were placed in the center of the mesh to ensure its adequate placement. Once this was completed, the pneumo peritoneum was evacuated and the mesh was inspected."